Event description:
Note: this report pertains to one of nine boston scientific devices used in the same patient and procedure. It was reported to boston scientific corporation that a jagwire was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) metal stent placement procedure to treat stenosis performed on (B)(6) 2025. During the procedure, it was not possible to advance the jagwire in a jagtome rx. A second jagtome rx was used in order to advance the jagwire through the tome without success. An autotome rx was used in combination with a dreamwire but also this guidewire could not be advanced through the tome. A second autotome rx was used in combination with a dreamwire but also this guidewire could not be advanced through the tome. As a last attempt an rx cannula was used in combination with a dreamwire but without result. The procedure was not completed due to this event, and the patient will be rescheduled for a next ercp. It was reported that the rescheduled procedure was completed successfully, and the patient was treated successfully, the rescheduled date was unknown. There were no patient complications reported as a result of this event. Additional information received on september 25, 2025. It was reported that there were seven complaint devices in total (two jagtomes, one cannula, two dreamwires and two autotomes).

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h2 (additional information): block b5 (describe event or problem) has been updated. Block h6: imdrf impact code f05 captures the reportable event of aborted/cancelled procedure.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f05 captures the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of nine boston scientific devices used in the same patient and procedure. It was reported to boston scientific corporation that a jagwire was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) metal stent placement procedure to treat stenosis performed on (B)(6) 2025. During the procedure, it was not possible to advance the jagwire in a jagtome rx. A second jagtome rx was used in order to advance the jagwire through the tome without success. An autotome rx was used in combination with a dreamwire but also this guidewire could not be advanced through the tome. A second autotome rx was used in combination with a dreamwire but also this guidewire could not be advanced through the tome. As a last attempt an rx cannula was used in combination with a dreamwire but without result. The procedure was not completed due to this event, and the patient will be rescheduled for a next ercp. It was reported that the rescheduled procedure was completed successfully, and the patient was treated successfully, the rescheduled date was unknown. There were no patient complications reported as a result of this event.